Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cannulas were blocked during calibration for cataract surgery with intraocular lens implantation. It was unknown if the surgery was completed. There was no patient harm.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of suspect product update g.9. Manufacturer report number corrected and reported under MDR for 2523835-2024-02415. No more supplements will be reported under number. The manufacturer internal reference number is: (B)(4).